Event description:
Complaint that the bed was leaking from manifold, hi/lo foot end was drifting. No injury alleged.

Manufacturer narrative:
Technician found that the bed was leaking from manifold; causing the foot end hi/lo to drift. Valve to hi/lo foot was not engaging causing bed to drift, seal was not setting right caused fluid to leak from manifold. Replaced valve to hi/lo foot to resolve this issue. Location--bed shop.